Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to vaginal prolapse, uterine prolapse and urinary incontinence. It was reported that following insertion the patient experienced great deal of vaginal pain.

Manufacturer narrative:
(B)(4). It was reported that on (B)(6) 1996 the patient underwent vesicourethropexy, (B)(6) 1997 bladder suspension with boston scientific protegen sling, (B)(6) 1998 the patient underwent removal of suspension sutures, (B)(6) 1999 the patient underwent suprapubic exploration with tutoplast sling, and on (B)(6) 2006 the patient underwent intraurethral bard tegress injection. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 07/31/2017additional information.